Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The patient was reportedly rushed to the hospital for hyperglycemia. The patient was thirsty and had dka. The bg was 543 mg/dl in the hospital while the cgm was 40 mg/dl. Treatment and management of dka was not remembered. The patient reportedly could not remember any details of the incident beyond the ambulance ride but was hospitalized 10 days. During the call, the patient was feeling ok with no symptoms or whatever. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.